Manufacturer narrative:
The visual analysis and investigation of the returned items found the pusher coils severely stretched and tangled at the distal section. The investigation found the implant's monofilament to be broken, which indicates the device experienced a tensile break. The implant was returned severely stretched at the proximal section, damaged, deformed, and separated from the pusher. The implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information was received.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The premature detachment and event as described could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during balloon assisted coiling of a acom aneurysm while using a microcatheter, the coil detached prematurely, causing it to be partially deployed within the aneurysm and partially within the microcatheter. A balloon was already in position and was used to maneuver the coil to the ica. The coil was then snared using a stent retriever. The patient is stable and there were no issues caused by coils.